Manufacturer narrative:
Investigation in process.

Event description:
It was reported that when the final implant was opened the outer packing was intact but when the inner sterile packing was being opened by the scrub nurse, it was found already opened, which raised question on the sterilization of the implant and the implant was not used.